Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Whenever I change aligners- they hurt. I have been wearing the 7s for almost 2 months and they finally are easy to remove and put on. Today I changed to the 8s and they hurt and don't fit on my teeth. None of the aligners fit snugly until the 3-5th day of wear so I'm wearing them much longer than you said I would be because I can't get the next steps on unless I get the current step to fit". (B)(6)2024; hi (B)(6), first- I am well aware of what the disclaimers said. I am also aware that my dentist has already said to discontinue and that I should never have been approved for the program. Why is this process being lumped onto my shoulders to find the information? Why must I have to track down the information from my dentist to send to you? The byte system team must already know - with my laundry list of issues I've written in about and the intense pain several of my aligners have caused me - that I shouldn't have been on boarded in the first place. Furthermore- I believe you are trying to get out of lawsuits and all of the negativity that came with the smiledirectclub and their issues. I will call my dentist and get them to fill out all the paperwork and send it over. But this is ridiculous. I have lost faith that byte and its team are on my side. I had issues with several aligners and every time I wrote or called in - nothing was saved in my file. The customer service has always been strange at best and giving me the feeling that I was bothering cs with my questions at worst. I'm very upset. I did everything you told me two - weeks ago- and now you've come back to tell me my dentist is wrong and my teeth couldn't possibly have done that with the system????? Are you a dentist?? Because just because they ""shouldn't cause damage and breakage"" doesn't mean they don't shove your teeth into each other and cause different wear the then leads to breakage. Especially when I have a narrow jaw and even asked at the initial impressions take if you had a narrower mouthpiece because the one you sent in the kit was too big. So- ask yourself- why was I told I was ok for a program when step one was too big for mg jaw? I will answer your questions- now answer mine. And I will keep asking until they are all answered. Very upset, (B)(6)".